Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual device evaluation: photographic analysis was conducted and noted slider is deployed and the needle retracted, the needle guide appears bent, middle bevel position is selected, and a possible gap between case halves but cannot confirm due to the angle at which the picture is taken. The bent needle guide and large gap between case halves indicate physical damage on the injector. However, handling may have caused the bent needle guide and cannot be ruled out as a factor. Also, gap between the case halves cannot be confirmed due to the angle of the picture taken. The reported slider resistance requires a functional test should be conducted. Such test cannot be performed without the physical device, therefore this complaint cannot be confirmed. Photo analysis of the device generally does not assist abbvie in determining a probable cause for this event. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported a xen®45 gts "slider can't be slided normally." There was no injury to the right eye.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported a xen45 gts "slider can't be slided normally." There was no injury to the right eye.